Event description:
The following has been reported: serial number: (B)(6), received at depot, confirmed pump problem error wait for log review. Logs reviewed at mayo clinic repair depot. Preliminary investigation: pneumatic compressor fail repair at depot. Pneumatic fail at startup; replaced full pneumatics system. Pump placed in bring up mode and sent to the test line. Pass all stations of the test line front housing . Final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 16:00 and (B)(6) 2026, passed heratherm pulled @ 04:00 (B)(6) 2026. 24 hour dwell - complete. Lvp burn-in test - pass. Accuracy test - pass. Electrical safety test - pass. Provision pump to mayo server. Return to service. Provisioned pump. Software update complete. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.